Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the top display exhibited red discoloration. No signs of physical damage or saline contamination were observed. As a corrective action, the fse replaced the display top lcd and the display grounding cable as a precaution. Additionally, the upper display monitor was replaced. Following these replacements, the lcd display was restored to proper functionality in accordance with factory specifications. The unit successfully completed an autofill and passed all functional and safety tests per manufacturer specifications. The unit was returned to the customer. The failure analysis and testing dept. Received part assy, display top lcd rohs, with a reported unit failure of damaged display and display blinking. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The fat dept. Could not find any evidence of the display being damaged. The failure analysis and testing dept. Installed part assy, display top lcd rohs, into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The fat dept. Booted the system into clinical mode, performed an autofill and the unit pumped for one hour 45 minutes. The fat dept. Could not replicate the complaint of the screen blinking, discolored, static, line(s). The display passed testing. Retaining the display in the fat dept. Per procedure.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp)¿s display screen was damaged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d9,e1(event site telephone),e3,g3,g6,h2,h11 corrected fields: g2 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s display screen was damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.